Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's scs system was explanted. Follow up indicated the patient was doing well postoperatively.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.